Event description:
It was reported that a cylinder of an inflatable penile prosthesis (ipp) extruded through the urethra. A surgical procedure was performed, during which infectious lesions were identified in the scrotum and urethral tissue; as a result, the device was removed. No fever or significant abnormalities in routine blood testing were reported. It was considered that an unidentified chronic infection involving the urethral mucosa may have contributed to the extrusion. A new ipp was implanted following recovery.

Manufacturer narrative:
Model number/catalog number: 72404310. Serial number: n/a. Batch/lot number: 1100629157. Model/catalog description: pump. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72018201. Serial number: n/a. Batch/lot number: 1100673170. Model/catalog description: reservoir flat 100 ml. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Extrusion and infection are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. A risk review was completed; erosion related symptoms and infection related symptoms are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptoms of extrusion and infection are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.